Event description:
It was reported to boston scientific corporation that a percuflex plus stent was being used in a stent insertion procedure (patient age, gender, and weight unknown). According to the complainant, the jj loop detached from the stent when it was removed from the package. The procedure was successfully completed with a second percuflex plus stent. There were no complications to the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was being used in a stent insertion procedure (patient age, gender, and weight unknown). According to the complainant, the jj loop detached from the stent when it was removed from the package. The procedure was successfully completed with a second percuflex plus stent. There were no complications to the patient.

Manufacturer narrative:
The patient was being treated for kidney stones in the left ureter.